Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device powered off unexpectedly during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was contacted for details regarding device return, but it appears that the device has been lost. Therefore, the device was not returned to stryker for evaluation. The reported issue could not be verified and the root cause could not be determined. A replacement device was provided to the customer.

Event description:
A customer contacted stryker to report that their device powered off unexpectedly during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.